Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that patient underwent lysis of adhesions and lavh-bso on (B)(6) 2008 due to pelvic pain. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence, hematuria, stricture, urinary tract infection, frequency, incomplete bladder emptying, and urgency.

Manufacturer narrative:
Date sent to FDA: 12/6/2018. Additional narrative: it was reported that following the procedure, patient experienced adhesion. No additional information was given.